Event description:
Early eri. The follow up in early 2024 show 69 percent of battery. Interrogation not possible. Device is not explanted yet. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.